Manufacturer narrative:
Date rec'd from MFR: 09oct2019. This report was inadvertently submitted. During troubleshooting with philips technical support, the customer determined the test fitting was missing the o-ring. Technical support advised the customer to bypass the exhalation port test on the bottom of the unit and the test passed. The customer ordered a new test fitting to correct the problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported system leak test failed. The device was not in use at the time of the reported event; therefore, there was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported system leak test failed. The device was not in use at the time of the reported event; therefore, there was no patient involvement.